Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock impedance greater than 125 ohms. The local area field representative reported the patient will not be seen until their next scheduled appointment and the physician suspects a possible connection issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating fluoroscopy revealed no connection issues. However, the physician performed a revision procedure to successfully disconnect and then reconnect the patient's right ventricular (rv) lead. Defibrillation threshold (dft) testing was then performed to successfully convert the patient and shock impedance measurements were normal and within range. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time and our records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This ICD continues to exhibit high out-of-range (oor) shock impedance measurements. The local area field representative reported that at device testing pacing impedance measurements, sensing, and thresholds are all stable and within range. The patient is scheduled for a follow up at a future date to perform defibrillation threshold (dft) testing and fluoroscopy. Additionally the physician continues to suspect a possible connection issue. No adverse patient effects were reported. Should additional information become available this report will be updated.